Event description:
It was reported by the field service representative (fsr) that the battery failed during a preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the "unit failed the battery load test" is not able to be confirmed. No part has not returned for investigation. The hospital biomed replaced the battery, and the pump passed functional check-out. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the part is received at a later date, an investigation will be performed. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported by the field service representative (fsr) that the battery failed during a preventative maintenance. There was no patient involvement.